Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen in (B)(6) 2012 and reported having the sensation that her bladder was not fully emptying. Testing was done, however, the results concluded that the bladder was evacuating completely. The doctor referred the patient to her primary care physician. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.